Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During the procedure after crossing the septum, the versacross radiofrequency (rf) wire was placed in the patient vein. The was sheath was advanced into the left atrium and as the was sheath was continued to be advanced toward the vein, the physicians noted there was an echogenic thrombus or little clot on the tip of the limbus. The physician decided to take the rf wire out and try to suction out using the was and moved the was to be right next to the tip of the limbus. A 20cc syringe suction was used to remove the clot. The physician sprayed the blood suctioned out on a towel and there was no clot on the towel. The clot disappeared on transesophageal echocardiography (tee) afterwards. The physician administered 4000 units of heparin at the start of the procedure, and the first activated clotting time (act) was in therapy range. After noticing the clot, the physician decided to increase the drip and the next act was above 400 seconds. The rest of the procedure was successful. The closure device was deployed and released in the patient body. The patient was placed on eliquis 5mg. There were no patient complications.